Event description:
Foreign object in bag. Event details: prepared 1 vial of 100 ml paclitaxel and 1 vial of 30 ml paclitaxel, then checked the bag and found a single foreign object. Eight vials of paclitaxel nk 30 ml were prepared, and after collecting the liquid from each vial, it was infused into the infusion bag. Before the infusion bag was handed over to the nurse, the person in charge checked the bag and found multiple foreign objects. The lot number of the injector is unknown. The incident occurred after connecting the protector and injector. The connection was made approximately 10 times. The product that was connected to the infusion bag was 515309.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported that particles were observed inside the IV bag. For investigation, two IV bags, two l-connectors, and a device not manufactured by bd were provided to our quality team. Upon inspection, gray particles were observed inside both infusion bags, verifying the reported concern. The particles were evaluated under a microscope and it was determined that they are consistent with material from the rubber stopper of the infusion bag. No damage or related defects were identified within our device that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the available information, a definitive root cause cannot be identified at this time. Our quality team will continue to monitor complaints for this device and reported condition for any emerging trends.